Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the reported field event of high rv pacing lead impedance and noise was confirmed via review of programmer printouts and stored egms. The device was tested on the bench and using automated test equipment and no anomaly was found.

Event description:
It was reported that a patient received an alert for high, out of range pacing lead impedance. Noise and loss of pacing were also observed. The noise was reproducible when the device was moved under the skin. The device was explanted and replaced.